Event description:
The nurse contacted baxter's technical service center to report an issue of system error (se) 2240( air in line) which occurred on home choice (hc) during use during dwell 4 of 4. The baxter technical representative (tsr) explained the alarm. The tsr confirmed with the home patient (hp) that there were no unused line or clamps open, no leaks . The tsr had the hp cycle power to get se 2367 and retrieve cassette. The tsr advised the hp to contact the registered nurse(rn). There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because, the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 alarm could not be confirmed. The assignable cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA (B)(4) and (B)(4).